Event description:
It was reported that during a sigmoidectomy, the blade was broken. Another device was used to complete the case. No patient consequences were reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.